Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2015; dtba1d1 crtd, implanted: (B)(6) 2015; 694765 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant of two epicardial left ventricular (lv) leads, the patient showed decreased breath sounds on their left side. Testing confirmed the presence of a pleural effusion. The patient underwent a thoracentesis and the effusion was resolved. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A small pericardial effusion was also noted to be present.